Event description:
On 20-jan-2026, the user reported that on (b)96) 2025, they experienced hypoglycemia with a blood glucose value unknown. The user was able to treat the low blood glucose with intravenous glucose administered by emergency medical services, with assistance from emergency responders. The user was treated by emergency medical services and did not require hospitalization.

Manufacturer narrative:
The manufacturer became aware on 20-jan-2026 that the user experienced a hypoglycemic event on (B)(6) 2025, that required emergency medical services intervention. According to information provided by the caregiver, the user lost consciousness while driving, later regained consciousness, contacted emergency services, and was treated with intravenous glucose by responders without hospital transport. An investigation was conducted based on the information available. No device data from the date of the event were available for review, and the exact blood glucose value could not be confirmed. There was no confirmed device malfunction identified. Based on the limited information available, the cause of the event remains undetermined. If additional information or device data become available, a supplemental report will be submitted.